Event description:
Wheelchair brakes failed, resulting in pt rolling downhill. Pt did not roll out into traffic, only because their spouse saw them in time and saved them. This was the second time the brakes had given out, but there was no risk of death in that earlier situation.